Event description:
It was reported that a "mesh" device was implanted on (B)(6) 2005 to treat stress urinary incontinence or prolapse. "After, and as a result of implantation," the pt experienced vaginal irritation, scar tissue, dyspareunia, "protrusion" of the mesh and erosion of internal body tissues. Details of the alleged ams mesh device that was implanted have not been provided to-date.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.